Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station cable to the communication sled had been cut due to the earthquake mount. A field service engineer (fse) replaced the damaged cable with a customer provided spare, after which the device powered on and successfully came back online. The repair was validated by confirming the station powered on and operated normally after the cable replacement. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system was not communicating and exhibited a blackout state. However, there were no delay to patient care and no adverse events or injuries reported based on this incident.